Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because a protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: there was no occlusion alarms observed in the pump history. The rewind, load cartridge and prime steps were successfully performed. The force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions. An occlusion was induced and the pump emitted the appropriate visual and audible "occlusion detected" alarm. Unrelated to the complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).